Event description:
Per the clinic, it was reported that during initial implantation surgery on (B)(6) 2020, the surgeon attempted initial insertion of the electrode array; however, imaging revealed the electrode array was partially inserted and found to be folded over in the cochlea. The surgeon opened the incision to remove the device to attempt reinsertion; however, the sheath was no longer sterile. Subsequently, the surgeon used a sheath from the backup cochlear device to reinsert the primary device. The surgery proceeded and the patient was successfully implanted.